Event description:
A physician reported a cassette failed the priming test on the first time and although the test passed the second time, irrigation was not sufficient when checking the cassette pak, the tube was found to be bent during the procedure (procedure type was unknown). The procedure was managed to be completed by taking time and performing carefully. There was no patient harm. Additional information was received from the company representative stating, it was unknown if the tube was bent during the procedure but the customer found the tube bent during the procedure and overall, the procedure was completed without a replacement of the pak.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A wet cassette was visually inspected. The sample was tested using a console. The fluidics management system (fms) primed and tuned with the handpiece, the 0.9milimeter aspiration bypass system (abs) tip and infusion sleeve from lab stock successfully. The irrigation flow rates met specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).